Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had one resolute integrity drug-eluting stent implanted. Approximately one week post implantation the patient experienced hives on their hands. The patient has been treated with antihistamines however the hives still persist and are getting painful. Patient also takes plavix and lipitor and is not aware of any allergies they may have. Patient specifically asked about the zotarolimus on the stent and was informed by technical services that the drug completely elutes within 180 days.